Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 267130002, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(4) 2011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that therapy was not working and the battery depleted. It was noted that it was not known what type of battery depletion occurred. It was noted that the patient was on continuous mode. It was noted that the patient was doing good on the day of report and they were receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins battery had reduced capacity due to overdischarge. (B)(4)

Event description:
It was reported that there was a dead battery. It was noted that there was no patient death. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins was received with no telemetry. It was noted that after the ins was recovered the total recharge count was 109. It was noted that the date associated with the last recorded recharge session was (B)(6) 2000. It was noted that the device was recharged for 41 minutes. It was noted that the battery charged from 2.030 v to 3.445v. It was noted that the pmr was performed but the overdischarge count did not increment because the battery did not charge above the trip point. It was noted that the last recorded discharge to lock mode was on (B)(6) 2013. It was noted that a normal recharge was started manually after a physician mode recharge (pmr) at body temperature with a 1 cm spacer between the ins and recharge antenna. It was noted that the recharger had full coupling and the ins was recharged for 20 hours and 40 minutes from 2.100 v to 4.005 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.